Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 60 in ultra minibore extension set tubing broke and leaked blood. The following information was provided by the initial reporter: material no.: me2017 batch no.: unknown. It was reported the tubing broke off in the neutral valve in the patient's IV resulting in blood leakage. IV tubing broke off in the neutral valve in patient's piv while he was receiving blood, causing some blood to be wasted as it leaked out onto the bed. Rn had to changed the tubing for the blood and the neutral cap. Tubing and neutral cap saved.

Event description:
It was reported that 60 in ultra minibore extension set tubing broke and leaked blood. The following information was provided by the initial reporter: material no.: me2017 batch no.: unknown. It was reported the tubing broke off in the neutral valve in the patient's IV resulting in blood leakage. IV tubing broke off in the neutral valve in patient's piv while he was receiving blood, causing some blood to be wasted as it leaked out onto the bed. Rn had to changed the tubing for the blood and the neutral cap. Tubing and neutral cap saved.

Manufacturer narrative:
The customer¿s report that the tubing broke off resulting in blood leakage was confirmed. Visual inspection observed that the male luer¿s fixed collar was broken off from the base of the collar. Inspection also observed that the set¿s male luer tip was broken off and lodged inside the non-bd¿s microclave female luer inlet port. Closer inspection under magnification also found signs of stress marks at the break sites and had jagged and uneven edges. The root cause was identified as design of the male luer component. Bd manufacturing is aware of this type of damage to the male luer component. Bd r&d, product engineering, and infusion disposables determined that the cracking and disintegration of the male luer can be caused by high amount of alcohol possibly from the use of alcohol cap/tip products. Previous similar investigations have found that if the application of alcohol to either mating component was not allowed proper time to dry prior to connection, it could facilitate over-tightening while also creating a bond between the two components resulting in difficulties during disconnection followed by breakage. Bd has suggested the use of alternative extension sets to better meet the clinical needs and withstand the use of alcohol products. Bd will continue to monitor this issue for any rising trends. A device history record could not be performed due to no lot number was provided by the customer.